Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular left bundle  (lbbb) lead  exhibited oversensing of short v-v intervals, noise and decreased sensing. The rv (lbb) lead remains in use. No patient complications have been reported as a result of this event.